Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultramini meter was prompting an unknown error message. The complaint was classified based on the customer care advocate (cca) documentation following a review of the call by a senior cca. The patient reported that around 8pm on (B)(6) 2019, he obtained an error message on the subject meter; the patient was unable to specify the exact message he received. The patient manages his diabetes with insulin which he self-adjusts, and he indicated that he did not make any changes to his usual diabetes management routine as a result of obtaining the error message. He stated that about 10pm on (B)(6) 2019, he developed symptoms of ¿sweating and faint¿. He indicated that he self-treated his symptoms by drinking soda to increase his blood sugar levels. At the time of troubleshooting, it was established that the patient¿s test strips had expired in (B)(6) 2019. The cca documented that the issue was resolved with training when the patient was able to get a result. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, after obtaining an unknown error message on the subject meter and continuing with his usual diabetes management routine.